Event description:
Burn blister/grade 2a, reddened skin, blister opened while removing of patch, form 1 chamber of patch [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist. A 33-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number and expiry date were not available) from an unspecified date to an unspecified date at unknown frequency for an unspecified indication. The patient's medical history was not reported. Concomitant medications were not reported (possibly not relevant). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication and was tolerated. The pharmacist reported that the patient used the neck heatwrap for approximately 10 hours and then noticed a burn blister in jan2019. The pharmacist further described burn blister as shoulder neck, grade 2a, reddened skin, blister opened while removing of patch, form 1 chamber of patch. No surgical intervention was required. Treatment included cooling and wound healing gel so that the event regressed and abated. No long term damages expected. The pharmacist considered the event burn blister as medically significant. Action taken with the suspect product was permanently withdrawn. The outcome of the event was resolved in jan2019. The causality relationship between the event burn blister and the device was reported as related. Follow up (25jan2019): this is a follow up report from the same contactable pharmacist includes patient data (age, weight, height), past product data, device data (action taken), event "used the neck heatwrap for approximately 10 hours" removed, onset date of event, stop date of event, outcome of event, event details, treatment details, seriousness assessment and causality assessment. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events "burn blister" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events "burn blister" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister/grade 2a, reddened skin, blister opened while removing of patch, form 1 chamber of patch [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number and expiry date were not available) from an unspecified date to an unspecified date at unknown frequency for an unspecified indication. The patient's medical history was not reported. Concomitant medications were not reported (possibly not relevant). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication and was tolerated. The pharmacist reported that the patient used the neck heatwrap for approximately 10 hours and then noticed a burn blister in jan2019. The pharmacist further described burn blister as shoulder neck, grade 2a, reddened skin, blister opened while removing of patch, form 1 chamber of patch. No surgical intervention was required. Treatment included cooling and wound healing gel so that the event regressed and abated. No long term damages expected. The pharmacist considered the event burn blister as medically significant. Action taken with the suspect product was permanently withdrawn. The outcome of the event was resolved in jan2019. The causality relationship between the event burn blister and the device was reported as related. Product complaint group provided investigation summary which is as follows: the root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for neck, shoulder & wrist (nsw) 12 hour products. There is not a trend identified for the subclass of adverse event for nsw 12 hour products, refer to attachment adverse event nsw12 jan- 2016 - jan- 2019 trending graph. Adverse events for burns show peaks in november and december 2018. Thermacare burn rate surveillance was included in management review on 23-jan-2019. In the most recent 6 month period (jun-dec 2018), an increase in % burn reports follows upward trend of total sales. However, cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm. Follow up (25jan2019): this is a follow up report from the same contactable pharmacist includes patient data (age, weight, height), past product data, device data (action taken), event "used the neck heatwrap for approximately 10 hours" removed, onset date of event, stop date of event, outcome of event, event details, treatment details, seriousness assessment and causality assessment. Follow-up (21feb2019): new information received from product complaint group includes investigation summary. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events "burn blister" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events "burn blister" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for neck, shoulder & wrist (nsw) 12 hour products. There is not a trend identified for the subclass of adverse event for nsw 12 hour products, refer to attachment adverse event nsw12 jan- 2016 - jan- 2019 trending graph. Adverse events for burns show peaks in november and december 2018. Thermacare burn rate surveillance was included in management review on 23-jan-2019. In the most recent 6 month period (jun-dec 2018), an increase in % burn reports follows upward trend of total sales. However, cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm.

Event description:
Event verbatim [preferred term] burn blister [burns second degree], used the neck heatwrap for approximately 10 hours [device use issue]. Case narrative: this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number and expiry date were not available) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the pharmacist reported that a female customer used the neck heatwrap for approximately 10 hours and then noticed a burn blister. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events "used neck heatwrap for approximately 10 hours and allegedly had burn blister are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events "used neck heatwrap for approximately 10 hours and allegedly had burn blister are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.